Event description:
The patient was treated again for cellulitis in lower extremities, due to poor circulation and the need to use a recliner to sleep in at night. She has several health issues related to not being able to use her CPAP machine that has been recalled by philips respironics. Her machine has been registered with the company as defective and on the recall list for over a year. There has been no information from philips about when her new machine will be sent. They keep saying that the device is registered and address confirmed but the website just sends you to the same page telling you that it is not out for shipping yet. The problem with her dream station device was that a hard white film would develop in the reservoir that couldn't be scraped off even after soaking. This is what she was breathing in. Over the last 2 years she has had to be on antibiotics for uri, cellulitis, and ear infections. This is a previously active, alert, elderly lady who completely took care of herself and husband. We currently have a temporary solution with a "borrowed" device that is better than nothing. Her health is failing and we feel that the stress of not having proper sleep is a significant part of the problem. Philips needs to prioritize the shipping of devices and communicate with patients--we don't get any emails, calls, nothing saying if or when the new device will come and now it's going on 2 years. CPAP data is with (B)(6) company located in (B)(6). FDA safety report ID# (B)(4).